Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account, asking the account to isolate the hand pendant control from the bed. Per the baxter user manual: to install the pendant into the siderail 1. Position the pendant next to the opening in the intermediate siderail or head-end siderail, depending on the cable length. 2. Insert the top edge of the pendant into the siderail so it engages the upper section of the siderail. 3. Rotate the lower edge of the pendant in until it clicks into position inside the siderail. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Account isolated the hand pendant control and the reported event was resolved. Account is using the bed without a pendant control connected. Based on this information, no further action is required.

Event description:
Baxter received a report stating that versacare frame head section was intermittently raising unintentionally. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.